Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged occlusion issue was verified, but the unexpected reset issue could not be verified.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred and that an unexpected reset occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.